Manufacturer narrative:
Skytron has sent a registered letter (attached) to the facility requesting the correct serial number. It has been brought to our attention that the facility uses a 3rd party non-skytron authorized service co to administer service. Therefore, we have requested all service records, so we may properly evaluate the claim of product malfunction.